Manufacturer narrative:
The referenced device was returned to the manufacturer for evaluation. The service group evaluated the scope and found deep tears and scratches/scrapes inside the instrument channel. There was no note of foreign material inside the instrument channel. The scope failed the leak test from the scope connector at the control body. In addition, the objective lens glue (cracked), lg lens glue (chipped) and bending section cover glues (cracked) are worn. The scope was purchased on october 15, 2017 with no previous repair records. Based on the evaluation results, the most probably cause of the cause of the tears, scratches/scrapes inside the instrument channel are potentially attributed to stress applied to an accessory or endotherapy device inside of the instrument channel. The cause of the reported event cannot be determined as there is insufficient information reported by the user facility. Multiple follow ups were made to obtain additional information regarding the event but with no results. If additional information becomes available, this report will be updated accordingly. As a preventive measure the instruction manual states, "before each case, to prepare and inspect this endoscope." During inspection of the instrument channel, "insert a endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end."

Event description:
The manufacturer was informed that during a procedure, a plastic biliary stent came out of the scope and fell into the patient. The unspecified stent was retrieved from the patient. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. The assistant nurse manager at the user facility further reported that the 10 fr boston scientific biliary stent (lot# unknown) was left in the scope after an aborted procedure. The scope was pre-cleaned, leak tested, and manually cleaned as per the instruction manual and brushed with a boston scientific hedgehog channel brush. The scope was high level disinfected in the automated endoscope reprocessor machine, medivators dsd edge. The intended procedure was an esophageal stent placement. An foreign object was seen protruding from the scope and the scope was removed from the patient. The biliary stent was removed from the scope. The stent did not fall into the patient. The procedure was completed with a successful esophageal stent placement. No patient infection occurred and the patient required no further treatment. An endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. The ess made multiple attempts via telephone and also visited the user facility but the user facility has not approved an in-service in reprocessing to date.